Event description:
Patient reports right side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: "the device related to the reported events of rupture and anxiety - product/procedure, was received on (B)(6) 2021 with lot number 2274869. Visual analysis of the returned device identified: underweight, an extended opening on posterior, red particles on the shell, and flat creases. A microscopic analysis was performed which identified: a striated opening on posterior. Based on the device analysis the final assessment is: a striated opening on posterior assessed as surgical damage consistent with the use of some surgical tool."

Event description:
Patient reports right side rupture and anxiety. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: device photographs for the device related to the reported event of rupture was reviewed on (B)(6) 2021. Visual analysis of the photographs identified: red particle material on the shell. Opening on posterior. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reports right side rupture. The device has been explanted.